Manufacturer narrative:
Follow-up #1: date of submission 02/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2016 with the following findings: during investigation, a review of the pump black data showed the data from the date of the event had been overwritten due to continued use. The current black box data showed no evidence of short battery life. The battery compartment was observed to be cracked. The returned battery cap was able to tighten securely to the pump. During testing, current draws were found to be within specifications. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. The complaint of a battery life issue was not able to be duplicated. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.